Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touchscreen is unresponsive. No patient involvement was reported.

Manufacturer narrative:
The become aware date is (B)(6) 2016. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer cleaned the touchscreen to resolve this issue. There were no parts replaced.